Event description:
It was reported that a pt died allegedly as a result of a bravo returning to charge while one loop sling remained hooked to the device. The pt rolled out and fell onto the floor and died. The user claimed he took the loop back while the unit was returning to charge. The date of death is unk. The date of the event is unk. It was initially reported to the sales company on 09/02/2008.

Manufacturer narrative:
No additional details or info have been provided by the facility except that the lift has been removed from service. No investigation was conducted by arjo. Based on the info provided, the MFR concludes that the incident is due to a user error. No detail or info was provided by the facility.